Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient also experienced left sided breast cyst post procedure. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 12/9/2019, patient had an explantation on (B)(6) 2019. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant medical products: 350cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3503501bc lot: 6883756 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient has a planned explantation on (B)(6)2019.